Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient left the patient line clamp closed during priming and connected to the improperly primed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was connected to the patient line of a cassette before it was properly primed. This occurred during the verify initial drain portion of setup on the homechoice device. The patient had left the clamp closed on the patient line during priming, resulting in the improperly primed line. The technical services representative assisted the patient in ending therapy and reviewed proper procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.